Event description:
It was reported that prior to implant, the right ventricular (rv) lead was bent at the distal end. The physician still attempted to implant but was unable to position the rv lead. After multiple attempts, the rv lead was replaced. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a bent distal end of the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead was bent at the distal region, consistent with procedural damage. The cause of the reported event is consistent with procedural damage.